Event description:
Dealer states that user damaged quad push button and had sparks and smoke. Dealer advised that the cables were moved to the back right hand side causing a pinch point. As the end user was leaning back it caused the chair to pinch the cable, burning the insulation and making it spark. No injuries and no property damage. The dealer does have the chair and the cable.